Event description:
During preparation for a therapeutic urological procedure, one pigtail of this stent detached as they were removing the suture. There were no patient complications due to this event.